Event description:
It was reported that the device turned off and rebooted spontaneously. The loss of image duration was for 20sec. Then there was a loss of camera controls and they had to reboot the ccu.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.